Event description:
In 2001, the cryopreserved pulmonary valve and conduit was implanted into a patient with a history of tetralogy of fallot (previously repaired in 1999) and severe pulmonary insufficiency. The surgeon reported that approximately one year after implant, the pulmonary valve was explanted due to severe pulmonary insufficiency. Additional information concerning this incident has been requested.